Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70 serial #: (B)(4) description: linear st lead, 70cm model #: sc-4318 lot #: 21738702 description: clik x anchor the explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient was having difficulty charging ipg. It was noted that there was a large seroma at the pocket site and the ipg was rotating. Radiograph taken and showed that the leads were proximal to the anchors had in fact between twisting or in braided pattern. The patient underwent a revision procedure and leads were replaced per physicians preference. No device malfunction was suspected on the ipg.